Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 01/03/2017, the reporter contacted animas, alleging the patient was hospitalized for a heart attack that occurred on (B)(6) 2016. There were no blood glucose values reported or signs or symptoms of hypo- or hyperglycemia. An inaccurate delivery issue was alleged. Reportedly, the patient experiences the health condition of hypertension. This complaint is being reported because the reported health event was attributed to an unknown pump malfunction.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 04/24/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).